Event description:
Lifepak defibrillator was hooked up to pt during ep study. Halfway through study lifepak beeping read "defib pads off" and there was no EKG rhythm. Connectors and pt checked. EKG rhythm was intermittent. Biomed came replaced cable and checked lifepak.